Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer via phone call that the insulin pump¿s buttons were harder to press and sometimes takes multiple presses to get desired outcome. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump gave low battery warning, battery died causing insulin pump to shut off. The customer also reported that the insulin pump rejected new batteries and diminished battery life. The device will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unexpected battery power loss anomaly, charge/battery lasts less than expected anomaly and failed battery test alert due to buttons not responding.